Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post-implant, the patient experienced perforation, a small pericardial effusion and severe chest pain. It was further reported that the rv lead exhibited no capture and intermittent under-sensing. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.